Event description:
During esophageal banding procedure, banding adapter would not remove easily from overtube and seemed to catch on overtube after band was released onto varix. After the second passage, the esophageal mucosa was pulled up in between the adapter and the overtube causing it to bleed and a small hematoma. Even though this pt does not have serious or permanent damage, this has happened 5-6 times before with this piece of equipment.